Event description:
Pt underwent uneventful device implantation procedure. Transesophageal echocardiogram conducted at the end of the procedure showed no adverse effects. A chest x-ray done several hours after the procedure did not reveal any signs of cardiac enlargement. Pt was discharged 24 hours after the procedure feeling well. The pt was re-admitted to the hospital 72 hours after the procedure after suddenly collapsing in a parking lot. Pt was brought to the emergency room by ambulance. Pt briefly regained consciousness in transit but shortly after arrival lost consciousness and was pulseless with a slow heart rate. CPR was initiated and after approx 45 minutes from the time of the collapse pt was brought to the operating room. The chest was opened and hemorrhagic pericardial tamponade was found. The blood was evacuated and cardiopulmonary bypass was started. Two small holes were found, one in the lateral aspect of the aorta above the aortic valve and another just adjacent to this on the left atrium. The physician is not certain if the holes were caused by the device. The pt expired. The results of the autopsy are pending.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on (B)(6) 2011 and definite erosion was confirmed.